Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing on the ventricular channel, observed on stored egm. The patient did not receive therapy during the oversensing. Programming changes were discussed. The patient was stable throughout the device interrogation.